Event description:
Trocar sheath failed to slip over tip of trocar after entering the peritoneum causing trocar of the omentum. This caused the pt to have exploratory laparotomy with repair of the omentum instead of diagnostic laparoscopy.